Manufacturer narrative:
The customer returned the affected product and the customer complaint was confirmed. Current inventory is not exhibiting any failure modes of reported claim in the field.

Event description:
The customer alleges that " infuser bag is losing pressure." No other details were provided and no patient injury/harm reported.